Event description:
Customer alleges that the device displays key fault. The condition was discovered during a routine monitoring call. No adverse pt outcome. Service representative was unable to duplicate alleged condition. Proper operation of the device was confirmed.